Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wires insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do show damage. The yaw pulley is thermally damaged. Additional findings not related to customer reported complaint: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint regarding the damaged conductor wire was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a damaged conductor wire. The procedure was completed with no reported injury.